Event description:
It was reported that during a laparoscopic cholecystectomy the clips were not tight. The clips fell off as soon as the surgeon fired the applier. The clips had to be retrieved from the abdomen. There was no pt consequence.